Event description:
The customer reported that there was a communication error message. This error may result in a system lock up, no boot, or shutdown situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software were installed during the service call. The system was tested and found to be working as intended and put back into service.